Event description:
Stents were placed in the ipsilateral and contralateral limbs to improve flow. Retraction force was noted to be high. The pull wire caught on the hooks of the superior attachment system. This was resolved using a guiding catheter.